Event description:
It was reported that while the surgical fiber during a prostate procedure, the "excessive fiberlife activity message..." Was rec'd at 22,285 joules of use. The fiber was replaced and the case completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: a circumferential fracture of the glass cap was found, distal to the fiber/cap fusion zone; the glass cap/fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the glass cap output window was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and decreased tissue vaporization efficiency, or the system would be placed into standby mode. The circumferential fracture may also cause forward-firing of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.